Manufacturer narrative:
A sample device was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following implantation of an intraocular lens (iol) two weeks post operative the patient experienced temporal shadow and fatigue feeling in eye. Anterior capsular phimosis was also reported with no posterior capsular opacification. A lifted temporal anterior capsulotomy was attempted to see if it would help with symptoms, but patient is still very symptomatic. The physician was considering sulcus iol, placement of +3.0 restor or a nasal capsulotomy of anterior capsule as other options. Additional information was received stating the patient experiencing the negative dysphotopsia.